Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# b0946429v implanted: (B)(6) 2011: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 624.46076 mcg/day) via an implantable pump for unknown indications for use. It was reported that for the past few days, the patient experienced nausea, vomiting, increased aggression, urinary incontinence, and heightened spasticity. They did not find any other clinical signs suggestive of a pump infection. Reading the pump logbook showed no error messages. Laboratory findings showed "wbc 12.5 and crp 126". An abdominal CT revealed no collections adjacent to the baclofen pump, but it did show right-sided hydronephrosis with multiple stones. The increased spasticity was therefore more likely associated with the infectious process rather than a baclofen pump issue, but on (B)(6) 2024 the patient came back to emergency room with the same complaints. A catheter occlusion was noted and a revision of the catheter was therefore performed on (B)(6) 2024.